Manufacturer narrative:
Investigation summary:evaluation revealed the long nail kit to be the primary product. Information regarding concomitant products is not available. A review of the DHR revealed no discrepancy in material or manufacturing. An investigation was not possible as the device was not returned. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. General technical aspects: the broken implants are temporary implants which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case it could only be referred to available information. With available information the exact cause of the event could not be determined. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause.

Event description:
It was reported via sales rep that implanted nail was found broken after four months since the surgery performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported via sales rep that implanted nail was found broken after four months since the surgery performed.